Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: vedr01 implantable pulse generator (ipg) (B)(6) 2006; 1388t competitor implantable pacing lead. (B)(4).

Event description:
It was reported that noise, undersensing, and increased bipolar thresholds were noted on the atrial lead. The lead was capped and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.